Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe shield was damaged. The following was translated from japanese to english: this report is a damaged cap. The orange cap was severely damaged. Syringe shield was damaged resulting in a loss in sterility".

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: customer returned (1) 0.3ml 29g 12.7mm syringe in an open polybag from the lot# 2269215. This report is a damaged cap. The orange cap was severely damaged. The returned syringe visually examined and observed shield damaged. A review of the device history record was completed for batch #2269215. All inspections and challenges were performed per the applicable operations qc specifications. Based on the return samples, embecta was able to confirm the customer indicated issue. There were no quality notifications or dispatches that pertained to the complaint; therefore, no root cause can be determined.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe shield was damaged. The following was translated from japanese to english: this report is a damaged cap. The orange cap was severely damaged . Syringe shield was damaged resulting in a loss in sterility.".